Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low out of range shock impedance measurements of 20 ohms during implant following delivery of a 10 joule shock. It was noted that the patient was smaller in stature. Additionally, the device was noted to be placed posterior and the electrode was implanted to the left of the sternum. The system placement was suspected to be a potential factor. Technical services (ts) discussed optimal system placement in small stature patients. The system was left implanted as is and the daily measurements were going to be monitored through the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that subsequent shock impedance measurements were stable and noted to be in the 30 ohms range.